Manufacturer narrative:
(B)(4).

Event description:
This device was explanted and replaced due to battery depletion. The associated rv lead had noise due to subclavian crush which caused 29 inappropriate shocks. Should any additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - we were notified that there was actually 48% battery life left. The physician chose to replace this ICD at the same time as the rv lead. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.